Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided; therefore, root cause cannot be identified. A device history review found no abnormalities that would contribute to this issue. A two-year complaint history review shows there have been (B)(4) complaints reported for this device family in the past 2 years. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this failure, the rate of failure would be (B)(4) percent. Per the instructions for use, the user is advised the following: if the needle or hook bends during use, immediately discontinue use and discard, there is an increased risk of needle or hook breakage and unintentional patient injury may result. Avoid lateral stresses on the instrument or function may be compromised and there is an increased risk of hook or needle breakage and unintentional patient injury may result. This is a limited reuse item, it is advised only to be used for 5 procedures. This issue will continued to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported that the c6366, linvatec spectrum ii suture passer, broke while the doctor was using. The piece that broke off was retrieved with forceps. There was no patient injury or delay in surgery. The surgery was completed as planned. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.